Event description:
Upon receipt of a letter from the co re: impending lead apron recall, devices mfg during the time period specified were removed from use and tested per the recommended survey method. The three designated devices were isolated in "hot lab" storage and retrieved by mira/imco (supplier) on 7/9/97. Mira/imco returned devices to the MFR.